Event description:
It was reported the pt experienced a fall and his stimulation changed and no longer provided him effective coverage. The pt underwent surgical intervention and his scs cervical lead was revised. The pt reported all was going well after the revision, however, he started experiencing twitching in his arm and eyes. An sjm rep spoke with the pt and advised him to turn the stimulation off. The pt reported he is still experiencing the symptoms with the system off. Additionally, the pt reported he had fallen in the shower and he hears a crunching sound and feels some tingling when he turns his head. The pt stated he still has stimulation. The sjm rep will attempt to meet with the pt and his physician to evaluate his system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.